Event description:
On (B)(6) 2012, my left wrist and right forearm were broken in an accident. I was taken via ambulance to (B)(6) emergency room. I was admitted to the hosp, and the following morning the orthopedic doctor on call there, (B)(6), operated on my arms, putting plates and screws into both. My bones apparently healed, per x-rays, but they have not quit hurting and I do not have good use of them, particularly so for the left arm. It hurts if I try to use it. I advised the surgeon of both the pain and lack of use the arms. The outline of screw heads was visible at the elbow a month after the surgery. In (B)(6) 2012, the right arm starting leaking fluid, from two holes in the arms where the plate was inserted. In (B)(6), I had a scan done, and it showed the bones healed, but that is all the info I received. Dr (B)(6), prescribed antibiotics, which I took for over four months, but the drainage and pain did not stop. I did not know if my body was rejecting the plate or if there was another problem with it due to the infection which would not heal. At that point, I tried to find out what kind of material the plate is made of. The doctor and hosp do not have the implant sheet, per them, after I made written request for this record. The only thing their records show is a stryker plate.

Event description:
Add'l info rec'd from rptr (B)(6) 2013: I sent post op and pre op medical reports and ex-rays to stryker corporation via (B)(4) on (B)(6) 2013, which they rec'd on (B)(6) 2013. I am enclosing a copy of the letter I included with this correspondence. On (B)(6) 2012, my left wrist and right arm were broken in an accident. I was taken by ambulance to the emergency room at (B)(6) hospital in (B)(6). The orthopedic surgeon on call, dr (B)(6), performed surgery and put plates and screws in both arms. During the surgery, my lung collapsed, thus I would not want to go through surgery again. I had no previous lung problems. Neither the left wrist or the right arm can function w/o pain. Since (B)(6) 2012, the right arm has had some sort of abscess, and two hole appeared at the location of the end of the plate. It is painful and blood and pus drain from the holes. I have been unable to get info from the hospital as to the history of the plate, ie, lot number/serial number. All they have is a catalog number. Apparently stryker cannot get the info, either, as they told me if I would gather the reports and ex-rays, fill out their forms and send them an authorization for release of records, they could, but after over a month, they have not responded to my complaint. I do not know if these plates were taken out of another person, who also had infection, or what their history is. I believe I deserve to know this info. Under title 21, chapter 1, subchapter h, part 821, medical device tracking requirements, 821.25 (2) states: within 10 working days of a request from FDA for tracked devices that are intended for use by a single pt over the life of the device, after distribution to or implantation in a pt; the lot number, batch number model number or serial number of the device or other identifier necessary to provide for effective tracking of the devices; I am requesting you ask for this info for the plates manufactured by stryker corporation, implanted in me on (B)(6) 2012, by dr (B)(6) at (B)(6) hospital in (B)(6). The plates are still inserted in me, as the last physician I saw, dr (B)(6), needed another orthopedic surgeon to assist with their removal, and my insurance would not pay two orthopedic surgeons. I am trying to find another surgeon, on the approved list of my insurance, who is well experienced, to remove them.